Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a clearlink system non-dehp extension set leaked during patient infusion with remicade. It was further reported approximately 20-30 ml leaked onto the patient's linens and chair. The set was replaced and the infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.